Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The gui pcb was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), the back light inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all testing and operated within the manufacturing specifications.